Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.

Event description:
The account alleged that the brakes will not hold. Housekeeping was getting a bed ready for use and the bed moved when they pushed against it.